Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and usb cable. There was no impact to the customer¿s blood glucose. Reportedly, the customer was able to successfully charge the pump using a secondary wall adapter and usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.